Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the polaris spectra (psu) was required to be replaced. Once the psu was replaced, the system then passed the system checkout and was found to be fully functional. The psu is currently at medtronic, but analysis has not been completed before this report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of procedure. It was reported that the camera displayed an amber fault light. The technical services (ts) had the representative check the ndi toolbox which indicated a hardware fault. There was no patient present when this issue was identified.

Manufacturer narrative:
Analysis on the returned positioning sensor unit (psu) resulted in an electrical failure being found through functional testing, proceduralized device testing, and visual/physical examination. Analysis states that the returned psu powered up without the amber fault light on but it came on after a short time. A check of the event log showed a long history of intermittent illuminator current being low. The psu also failed an accuracy test (aak) at .60 mm with a passing threshold of .35 mm. If information is provided in the future, a supplemental report will be issued.